Event description:
The customer observed false reactive alinity s hiv ag/ab results for a patient sample. The following data was provided: (B)(6) 2023 sample ID (B)(6) initial result = 1.10 s/co, repeat = 0.07 s/co, 1.2 s/co no impact to patient management was reported. Additional information received from the customer on 08mar2023. Customer states sample was negative with the confirmatory test.

Manufacturer narrative:
The complaint investigation for false reactive alinity s hiv ag/ab results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. The ticket search determined that there is normal complaint activity for the complaint lot. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A technical review of field data for alinity s hiv ag/ab combo for lot number 47180be00 was performed. The overall reactive rates of (B)(4), lot 47180be00, across ospedale antonio cardarelli (italy), applicable peer sites, a whole blood and plasma screening monitoring group, and across all ous customer sites were collected and assessed. The performance of lot 47180be00 is within product requirements and comparable across all groups. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity s hiv ag/ab reagent lot 47180be00 was identified.

Manufacturer narrative:
Additional information section b5

Event description:
Additional information received from the customer on 08mar2023. Customer states sample was negative with the confirmatory test.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 6p01-55 that has a similar product distributed in the us, list number 6p01-60.

Event description:
The customer observed false reactive alinity s hiv ag/ab results for a patient sample. The following data was provided: (B)(6) 2023 sample ID (B)(4) initial result = 1.10 s/co, repeat = 0.07 s/co, 1.2 s/co no impact to patient management was reported.